Event description:
The manufacturer received information alleging a ventilator service required error code was found on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo device was being evaluated at the third-party service center. During the evaluation it was noted that an error code, pressure sensor mismatch (e-0384), was found on the device's error log. The third-party service technician evaluated and found contamination on the blower, muffler assembly, blower chassis tube, machine flow sensor, and 2 of the in-line proximal filters. In conclusion, the device's blower, muffler assembly, blower chassis tube, machine flow sensor, and 2 of the in-line proximal filters were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.